Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16740660, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 348772, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate stimulation and was noted that the leads were migrated. The patient underwent a revision procedure wherein the ipg and the leads were replaced. The patient was doing well postoperatively.